Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not properly detecting inserted battery packs. The patient was issued a replacement battery charger/ modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not detecting battery) has been confirmed. Upon investigation the battery charger/modem was unable to recognize an inserted battery pack. The cause for the problem was isolated to a contaminated battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.